Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The article does not allege a product deficiency. The authors evaluated the impact of pre-analytical factors on urine test strip and quantitative chemistry results. Residual urine specimens were analyzed for 10 test strip parameters and 13 chemistry analytes across eight time points (2-96 hours) at room temperature and 28 c, using both plain tubes and bd vacutainer preservative tubes (chlorhexidine-based). For urine test strips, all parameters met minimal agreement criteria (cohens kappa =0.70) in preservative tubes at both storage conditions. In plain tubes at room temperature, ph failed stability at 48 hours, glucose at 72 hours, and protein at 96 hours. Preservative tubes improved stability across all analytes, with most parameters maintaining acceptable agreement up to 96 hours. For urine chemistry, all analytes remained stable across all time points and conditions, except sodium and osmolality when preservative tubes were used, due to preservative composition. Underfilling preservative tubes and centrifugation had negligible impact on test strip results. While the authors report stability up to 48 hours under stringent statistical criteria (? =0.70), bd internal validation supports a 72-hour stability claim based on clinical relevance rather than purely statistical agreement. Bd's claim assumes controlled storage conditions, and interprets stability within clinically acceptable ranges. For these reasons, this article is not considered to demonstrate a product issue with bd vacutainer urinalysis preservative tubes. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during a literature review that while using an unspecified bd vacutainer® urinalysis preservative tube and comparing it to a no additive tube, the preservative tube performed as expected for all analytes except sodium and osmolality. Sodium demonstrated an average deviation of 39.8% when compared to the plain tube, exceeding the acceptable deviation of 7.1%. Osmolarity demonstrated an 8.8% deviation exceeding the acceptable 4.7%. There was no health impact or consequences reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during a literature review that while using an unspecified bd vacutainer® urinalysis preservative tube and comparing it to a no additive tube, the preservative tube performed as expected for all analytes except sodium and osmolality. Sodium demonstrated an average deviation of 39.8% when compared to the plain tube, exceeding the acceptable deviation of 7.1%. Osmolarity demonstrated an 8.8% deviation exceeding the acceptable 4.7%. There was no health impact or consequences reported.